Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed. However, it is possible that a combination of patient factors, including the elliptical shape of the native aortic annulus (27mmx20mm by CT) and moderate native valve calcification may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, following deployment of a 26mm sapien valve in a 60:40 ventricular position, trace-to-moderate paravalvular leak (pvl) was noted. A second 26mm sapien valve was subsequently implanted which reduced the pvl to trace. Balloon aortic valvuloplasty (bav) was performed using a 20x3 edwards balloon. The valve was positioned 50:50 across the native aortic annulus and deployed under rapid ventricular pacing (rvp). During deployment the valve shifted ventricular, resulting in the valve being implanted in a 60:40 ventricular position. The post deployment tee showed trace-to-moderate pvl and no central aortic insufficiency (cai). The surgeon decided to deploy a second 26mm sapien valve to "anchor" the first valve in place. The second valve was successfully deployed without incident. The patient was transferred to the recovery room in stable condition. The native aortic annular diameter was 24mm by tee and 27mmx20mm (area 420) by CT. The native aortic valve was moderately calcified. The patient¿s ejection fraction (ef) was 65%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.